Event description:
A doctor reproted to baxter there was a connection issue. The doctor stated that one of the supply line spikes and bag separated during set-up. There was no patient involvement and no patient injury.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The connection issue is not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.